Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The hospital reported that the cardiosave hybrid - type I plug intra-aortic balloon pump (iabp) anti-pulse was intermittently stopped during use without any error messages, and it could be used again after restarting. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4, d9(return to manufacture date), g3, g6, h2, h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, it was determined that the drive manifold assembly required replacement. The fse replaced the drive manifold assembly, after which the unit passed all factory-specified safety and performance tests. The unit was returned to the customer for clinical use. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of the pumping stopping intermittently. The fat performed a visual inspection and found the part to be in good condition. The fat installed the drive manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) the anti-pulse was intermittently stopped without any error messages. There was patient involvement; however, no injury or harm was reported.